Event description:
During the evaluation for record number (B)(4). The device displayed a "door not fully latched alarm". There was no pt involvement. No further info is available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The device alarmed "door not fully latched" messages during testing due to a failed upper aux. The upper aux has been replaced.